Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # l55f0l. Cartridge. Conclusion codes: the analysis found that one ec60a device was returned with the clamping mechanism damaged and with two cartridge reloads present. Cartridge (b) ecr60d, m52p8h was received unfired and in good visual conditions. Cartridge (c) ecr60d, m52p8h was received fully fired with two drivers out of position. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the cartridge drivers became out of position or the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hepatectomy procedure; the surgeon selected a device and reload, but it did not work. The surgeon tried another reload, but unfortunately it did only half of cut and staple line. The surgeon drew back with using the reverse button and finished using same like device. There were no adverse consequences for the patient reported.